Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that a patient received a result of hi (greater than 600 mg/dl) on the inform system compared back to back within 10 minutes of a result of 246 mg/dl obtained on a lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Customer's wife reported that customer was sweating, shaking, "barely able to hold his head up," and exhibiting low blood glucose symptoms. Customer's wife obtained a reading of 111 mg/dl on his advantage meter. Wife treated customer with juice and peanut butter crackers. Requested return of suspect device and replacement was sent.